Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were damaged during opening/removal of packaging. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The returned CPR stat-padz were received with eletrodes properly placed on the release-coated styrene. Upon removal and visual inspection, the sternum pad showed gel peeling in one corner, exposing the tin beneath. Evaluation of retain samples from lot 3924d showed no issues in continuity or adhesion, and DHR review revealed no discrepancies related to gel rolling or peeling. Gel peeling may result from factors such as pads sticking to the styrene or improper electrode removal. The IFU for CPR stat-padz (aw-r2025-07 rev l) instructs the user to grasp the electrode at the red tab and peel away the plastic liner. No trend is associated with reports of this type.